Event description:
It was reported that the customer was hospitalized for high blood sugar levels. The programming was accurate and the pump passed the leadscrew test. At the end of the call, the customer was advised to follow the two hbg rule.